Manufacturer narrative:
Was entered incorrectly in the initial submission as (B)(6) 2017. As stated in b.4, the corrected date for g.4 in the initial report is (B)(6) 2017.

Manufacturer narrative:
Natus tech support on the phone with customer wanted to know why the algo would initially give a pass result on the right ear. Natus technical service representative explained process of an expanded review and advised customer. Natus tech support made several attempts to follow up with customer to get a status update, got no response from the customer. The product has not yet been requested for additional examination and functional testing since natus could not reach the customer after several attempts. If additional information becomes available natus will file a supplemental.

Event description:
Natus medical received a complaint on (B)(6) 2017. Customer reported that a patient was screened about two weeks ago with natus algo 5 resulted in right ear pass and left ear refer. Also stated that same patient was screened later and resulted refers on both ears. The patient was subsequently taken for further diagnostic testing and concluded with a result of bilateral profound deafness. Customer wanted to know why the algo would initially give a pass result on the right ear, natus technical service representative explained process.